Event description:
The customer reported being hospitalized, and he did not provide much info about his admission. The customer mentioned that he felt inserting his infusion set into the scar tissue. The customer also stated that he was treated for ketosis. Troubleshooting was declined. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.